Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.

Event description:
Customer calling to question having a multiple analyte positive patient sample result. No one specific analyte was questioned by the customer and no confirmation testing was performed on the sample.